Manufacturer narrative:
The customer informed stryker that no further patient information is available. Patient fields in which information was not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device unexpectedly powered off multiple times during a patient event. There were no reports of any adverse effects to the patient as a result of the reported issue.

Event description:
The customer contacted stryker to report that their device unexpectedly powered off multiple times during a patient event. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker downloaded the device's electronic records from the event for review and was able to verify 3 instances of power loss. Stryker determined that the cause of the reported issue was due to an incorrectly latched battery 2. Battery 2 was removed from service due to a damaged latch. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.